Event description:
Customer reported to beckman coulter, inc. (Bec) that the white blood cell (wbc) bath of the coulter ac.t diff analyzer was not draining and overflowed. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed that the wbc bath was slow to drain causing the wbc bath to overflow. The fse replaced the tubing and drain valve at pinch valve (vl) 14 and the t-fitting (ft4) at the bottom of the wbc bath. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).